Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Device was not able to be tested due to inoperative condition it was received in. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This wear could have caused instability of the set in the vertical axis which may have resulted in contact with the cap assembly. This contact along with the deteriorated loctite found in head threads, over time, may have loosened the cap as described in the original complaint leading it to separate from the attachment.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 attachment while in use. The reported complaint did not result in an injury or need for intervention.